Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). ¿ anxiety¿product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ creases are observed. ¿ yellow particles in device outer surface are observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth implants due to the patients concern with the products. Device has been explanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth implants due to the patients concern with the products. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.